Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. The part and lot number were not provided; however, a follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Embolic protection. The stent remains in the patient. There was no reported product deficiency. The reported patient effects of hypotension respiratory failure and death are listed in the product instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that one day after the implantation of an unknown stent in the left internal carotid artery, the patient went into cardiac arrest during ambulation for physical therapy. The patient was taken to the cardiac catheterization lab for possible stenting in the left main coronary artery, but the patient expired in the catheterization lab. The patient was treated with a pacemaker, cardio-pulmonary resuscitation, cardioversion, and vasopressors/inotropes. The patient had been surgically declined for coronary artery bypass graft prior to the carotid stenting procedure. The patient had been scheduled to be discharged on the day of her demise. Though requested, there was no additional information provided.

Event description:
Subsequent to the initial medwatch filed, additional information was received with the device part and lot number. The patient was admitted with a non st myocardial infarction and an angiogram found triple vessel disease for which the patient was referred for surgery; however, the patient was later determined to not be a surgical candidate. The acculink was implanted in the left internal carotid artery. One day after carotid stenting, the patient collapsed during ambulation and the patient was taken to the catheterization lab where a 3.0 x 18 xience v stent was implanted in the left main coronary artery with a residual stenosis of 5%. There was no dissection during the coronary stenting procedure. The patient's ostial left circumflex artery was angioplastied with a residual stenosis of 20%. Although there was no dissection during the stenting procedure, after the patient's collapse, the patient did require CPR multiple times, was intubated, and was given epinephrine. The patient also had hypotension that remained unresponsive to wide open intravenous vasopressors (dopamine). Per the death certificate, the causes of death were 1. Coronary artery disease, 2. Myocardial infarction, and 3. Ventricular fibrillation.